Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the injector luer lock n35 experienced breakage during use. The following information was provided by the customer: material no. 515003, batch no. 1810108. I don't have the exact dates. We did have another injector device fail to activate yesterday (3/19) on an IV push medication. This record captures event date of (B)(6) 2019.

Manufacturer narrative:
Investigation: two unused samples were returned to our quality engineer for investigation. Upon inspecting the product, the rotations stops were broken, verifying the injectors were not functional. Two retained samples were then used for additional evaluation. The injectors were functional and able to attach to connectors without issue. A device history review was performed for reported lot 1810108, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported incident. Product undergoes both visual and functional testing to avoid any defects. Based on the available information, we are not able to identify a root cause related to the manufacturing process at this time.

Event description:
It was reported that the injector luer lock n35 experienced breakage during use. The following information was provided by the customer: material no. 515003. Batch no. 1810108. I don't have the exact dates. We did have another injector device fail to activate yesterday (B)(6) on an IV push medication. This record captures event date of (B)(6) 2019.